Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6), implanted: on (B)(6) 2008, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 07-nov-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The patient reported that she had back surgery, and legacy catheter was cut. Catheter was replaced with new 8780. Part of the pump segment was removed and then tied off. Additional information was received from the company representative (rep) reporting that the pump being replaced at the same time of this catheter replacement was that there was no pump issue and the patient was up for pump replacement. The patient had a previous back surgery, unrelated to the pump, where the previous catheter was severed. The issue was resolved. A new catheter and pump were implanted.